Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log identified the infusion of fentanyl at a rate of 2.5 ml/hr and volume to be infused 90ml on (B)(6) 2025. Additionally, several downstream occlusion alarms were observed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing fentanyl. It was further described as ¿repeat boluses and failures to complete programming, small volume added near end of pump use¿. This occurred in the ticu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.